Event description:
Allegedly, patient revised due to persistent hip pain, elevated cobalt chrome levels, impaired gait and metallosis with loosening of acetabular component (right)

Manufacturer narrative:
This is the same event as 3010536692-2015-00524, -00525.